Event description:
Clinical study. It was reported that 318 days after the initial procedure the patient experienced a stent thrombosis and myocardial infarction (mi). The lesion being treated in the index procedure was 5mm long and was identified in the distal rca with 90% stenosis and a 2.5mm reference vessel diameter. The physician treated the lesion with angioplasty and placement of a taxus express2 8.8% 2.5x8mm stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin. Three hundred eighteen days after the initial procedure, the patient presented to the emergency room with chest pain. ECG revealed st elevation and q waves in leads ii, iii, and a vf with reciprocal changes in v5 and v6. Initial ck and mb were negative. Cardiac enzymes met guideline definition for mi. The next day the patient underwent a computed tomography scan of the head to evaluate an episode of slurred speech. The test showed no acute changes. The patient was taken for cardiac catheterization. Right coronary angiography revealed that the mid rca stent was patent but that there was 100% occlusion of the rca just proximal to the stents that had been placed in r-pda and distal rca. The patient underwent kissing balloon angioplasty to the r-pda and distal rca. There was 0% residual stenosis in both vessels. The patient was started on integrilin and plavix at this time. The patient was discharged 2 days later on aspirin and plavix. In the opinion of the physician the relationship of the st to the taxus stent is probable, and the relationship of the mi to the taxus stent is not related.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.